Manufacturer narrative:
An event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photos, the device appeared to be in a deformed conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Please note previously reported component codes, investigation codes, findings codes, and conclusion codes no longer apply. The reported event of the device deforming in a cobra shape could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 32mm amplatzer septal occluder (aso) was chosen for procedure. In the procedure during device deployment within the patient, the device repeatedly deployed in a cobra deformation. The device was removed prior to release from delivery cable and replaced with a non-abbott device, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. No adverse health consequences due to the performance of the product or clinically significant delay in the procedure have been reported. No additional information was provided.